Manufacturer narrative:
Initial e-mail communication was to request a copy of the user's manual. In a subsequent telephone communication, it was stated that the "nebulizer fell in bed with a patient". Customer report states: "nurse placed the nebulizer on the patient's bed during her treatment". The user's manual clearly states: "this product should never be left unattended when plugged in. Close supervision is necessary when this product is used by, on or near children and physically impaired individuals" and "never block the air openings of the product or place it on a soft surface, such as a bed or couch where the air openings may be blocked."

Event description:
Nurse placed the nebulizer on the patient's bed during her treatment. The patient has paraplegia and was unable to feel the unit getting hot. A cna went to the room and found that the unit was quite hot and had caused a small burn to the patient.